Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut rows 1-10 from the distal end of the stent were damaged and deformed. The remainder of the stent was undamaged. The undamaged section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no damage. There were no signs of damage or strain to the bi-component bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-apr-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery (lad). After placing a non-bsc guide wire, predilation was performed with a 2.5 x 15 non bsc balloon catheter. A 3.00 x 32 synergy¿ drug eluting stent (des) was then advanced but failed to cross the lesion. The device was removed and further dilatations were performed with a 2.75 x 12 non bsc balloon catheter. The procedure was then completed with a new 3.00 x 32 synergy¿ des. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.